Manufacturer narrative:
Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of pain and the subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device [the femoral and tibial components must be placed in appropriate positions to minimize issues with the patellofemoral joint] and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. Concomitant device(s): 6061923, 02-010-01-0250 - lgc femoral ps cem left sz 5; 5802889, 02-012-38-5009 - lgc tibia ps rbk insrt sz 5 9mm; 5879117, 02-012-43-5040 - lgc tibia rbktray cem sz 5f/ 4t.

Event description:
As reported, approximately 2 years post op the initial left tka, this 77 y/o male patient was revised due to anterior knee pain. Washout and patella lateral facet resection, the patella was revised to an exactech device. Patient was last known to be in stable condition. There were no issues with the revision procedure. No other patient information/medical history reported. Device will not be returning, the hospital has not released it. No additional information.